Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 was unable to open. The field service engineer (fse) found drawer had defective slide rails and a broken hinged retractor. The fse found bearings falling out. The drawer was replaced with a new unit. Manual release was performed for all pockets in drawers 5.1 and 5.2, and cubies were reinserted into the new drawer. Firmware was updated, and the drawer was tested. Service was successfully restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer had failed to open and requires maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.